Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs or deviations associated with the reported problem. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (350 mg/dl), and moderate ketones. During troubleshooting with tandem technical support, the customer smelled insulin at the luer lock. Customer tightened the luer lock connection. Customer administered a manual injection to address elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended.